Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the pump was reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer resumed pump therapy.